Event description:
It was reported that the patient went to the same hospital rehabilitation. Two days after the patient left the hospital rehabilitation facility, he presented with severe spasms and breathing difficulties. The patient was not intubated and it appeared the symptoms subsided. The nursing home would not take the patient back as they believed with the pump and the patient being on many oral medications posed a danger, and they were concerned about respiratory depression. The family believed more should have been done. The patient required hospitalization. The pump system was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).